Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. As received, the device was at end-of-life voltage level. Device output was also not available which is consistent with low battery voltage condition. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Analysis of the device image indicated the device was operated in high output mode and was implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, resulting in the reported event. The device was cut open and connected to external power source for further testing. Electrical and mechanical tests performed including current drain and output verification did not identify any functional issues. No anomalies were found.

Event description:
It was reported that patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.